Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause.

Event description:
The customer complained of discrepant low glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4) compared to the laboratory. The patient was tested by a capillary finger stick at 12:29 p.m. On the meter with a result of 11 mg/dl. A venous sample was drawn for the laboratory at 12:39 p.m. With a result of 142 mg/dl. The patient was tested on the meter again at 12:58 p.m. With a result of 21 mg/dl. The patient was tested on the meter at 1:27 p.m. With a result of 13 mg/dl. The patient was tested on the meter at 1:46 p.m. With a result of 19 mg/dl. Another venous sample was drawn for the laboratory at 2:30 p.m. With a result of 353 mg/dl. The patient was tested on the meter at 2:41 p.m. With a result of 383 mg/dl. The patient was tested on a different inform ii meter at 2:41 p.m. And the result was 385 mg/dl. The patient was re-tested on the different inform ii meter at 3:21 p.m. With a result of 412 mg/dl. The customer didn't know if the patient was treated based on the low meter results, however, no adverse event has occurred. The patient is in good condition. Valid qc passed on the meter within 24 hours of the event. The customer states they believe the meter is accurate and the results are related to the patient's physiology. The affected product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.